Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has been experiencing blood glucose over 300 mg/dl with ketones and the customer's doctor changed the settings on the insulin pump to bring her back to normal and also recommended to upgrade the device. No troubleshoot was performer as the customer was not present with the device. Nothing further reported.